Event description:
Pins at the base of the prodisc-l insertion tool bent. This is 1 of 2 reports for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The pins at the base of the prodisc-l insertion tool were bent. The inspection carried out confirmed that the points of the prodisc insertion tool were slightly bent. Due to this malformation, it is no longer possible to position the prodisc implant. Please note that correct and extensive mobilization is essential and had it been carried out, the error which has occurred could have been avoided.